Manufacturer narrative:
Since the subject device was not returned to olympus medical systems corp (omsc) for evaluation, omsc could not evaluate it. The manufacturing history of the lot# was reviewed, with no irregularities noted. Based on the similar cases with the same model, it is known that the ptfe pad is worn and partially separated from the grasping section by continuously activating output without grasping anything in the grasping section (including after the tissue separated). The user said the separation of ptfe pad occurred during normal use of the device. Considering the evaluation result of the device, omsc concluded that the ptfe pad was worn and partially separated possibly due to activating output of the device continuously after the tissue separated while the grasping section is closed. The instruction manual of the device already cautions; do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the ptfe pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. This type of the ptfe damage is most likely related to the operator's technique.

Event description:
Olympus medical systems corp.(omsc) performed a MDR retrospective review and found that this supplemental report is required on december 22nd, 2015. During an unspecified procedure, the subject device was used. After only a few outputs in seal and cut mode, the ptfe pad of the device was peeled off. Other detailed information wasn't reported. There was no patient injury reported.